Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the representative (rep) said the patient complained about their interstim turning off and the patient had more accidents. The patient checked the implant and confirmed that therapy was off. The rep said the patient went on a forum and got information that scs interferes with interstim. Technical services(ts) reviewed with rep that the patient uses handset and communicator to connect to the interstim, a completely different platform to control therapy compared to scs, thus ts doubts scs was causing interstim to turn off. Redirected patient back to their hcp to check interstim therapy. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.